Event description:
It was reported that the programmer displayed an error when powered on. The programmer powers on, goes to a black screen, displays an error code, and then shuts down. Recycling power and running the service disk did not resolve the issue. The programmer was returned for repair. There was no indication of patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer powers up with a blank display, the printed circuit board was out of electrical specification.